Manufacturer narrative:
The patient side cart (psc) common computer controller (ccc) has been returned and evaluated by the failure analysis (fa). The ccc psc unit was returned for failure analysis and the reported error 31089, 170, 307 were confirmed but could not be replicated. Visual inspection was performed and found the ccc was returned in physical good condition. Reviewed error log in light house confirmed error 31089, 170, 307 triggered in the field. The ccc psc was installed into in-house golden system, programmed and started up with no issue/errors. Periodically power cycle up to 10 times and system started up with no issue. Check for optic light levels and all values were in expected range. Left the unit idling in normal mode for 5 hours and system did not flag any error. As the results of these findings, failure analysis concluded that the root cause of the reported event was the intermittent issue with firefly fiber optic cable (ff3) in ccc psc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported a message indicating the robot was not connected or powered on. Initially, the blue fiber cable between the tower and robot was replaced and repositioned from the top right connector to the bottom center connector at the back of the tower, but no change was observed. An error was noted in the system logs. Troubleshooting continued with a hard power cycle of both the robot and tower, which did not resolve the issue. Further steps included moving the blue fiber cable from the bottom center to the top left connector and swapping the console connection from the top left to the top right connector. The error was observed to follow the patient side cart (psc)connection to the top left connector. The customer subsequently decided to use an alternative system. The procedure was aborted to another dv system.